Event description:
This is the same event and the same pt reported under MDR ID #2939859-1999-00216 (collagen corporation #1026020). This is the first MDR submitted for the first suspect product. A physician reported a pt who was skin tested on 7 january 1992 with negative results. In 1999, the pt was treated with two formulations of product periorbital lines, nasolabial folds, oral commissures, and glabella. In 1999, the pt noticed intermittent redness and swelling at the treatment sites. The physician prescribed oral dexamethasone, which was effective. The pt's symptoms had resolved by 30 august, 1999. The local symptoms were considered by the physician to be product related.